Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the instrument channel port was scraped since the shaft of the cleaning brush rubbed. The event can be detected/prevented by following the instructions for use which state: -instructions_ preparation and inspection_ preparation and inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the forceps channel port of the bronchofiberscope was shaved. There were no reports of patient involvement.